Event description:
It was reported that the device malfunctioned. "Pt was implanted with a 3023. Tried to check impedances and the physician programmer would not read the 3023. The doctor put the device in at a shallow depth, and still no response. After several attempts, the decision was made to try a new 3023. After inserted it worked fine." The pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.